Manufacturer narrative:
Jinshan evaluated the event based on all information received. The ph capsule was not returned. Testing of products from the same batch confirmed compliance with the specified requirements. The device history record (DHR) for this batch was reviewed and found to comply with the device master record (dmr). A review of complaints over the past three years revealed no incidents of ph capsules entering the trachea. Based on the available information, no cause for the product malfunction could be identified. This report is submitted in compliance with FDA regulations 21 cfr parts 803. Jinshan has made reasonable efforts to provide as much relevant information as is available as of the submission date of this report. Neither the submission of this report nor any statement contained herein is intended to be an admission of jinshan, or its employees caused or contributed to the event described in the report. A supplemental report will be submitted if additional relevant information becomes available.

Event description:
It is reported that upon placing the ph capsule, the probe dislodged in the posterior oropharynx region and was sitting on the vocal cords. As the md attempted to grab the probe with biopsy forceps, the probe advanced into the trachea. Patient was stabilized and intubated. Ems called immediately, ed notified. Ph capsule was removed by sgr hospital. Pt was then discharged from the hospital.